Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels fell below 70 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. A friend had recognized patient unresponsive, after attempting to wake her up. The friend gave patient coke in order to treat her low bg, however, patient's mother was contacted and took patient to the emergency room (ER) and was kept overnight for observation. Treatment was not specified, however, it was alleged the pod was to blame, per physician who administered treatment at ER. Furthermore, patient advised pod "was not pumping insulin," however, "whatever was going [on] with the pods" caused bg levels to drop. Patient has not used the product since, instead, ER provided with lantis insulin pens to treat diabetes and patient has "been fine ever since." Patient expressed that this situation was life threatening as she was "almost in a coma." This device is no longer available as it has since been discarded by the patient.